Event description:
Victim was shaking a canister of steris 20 sterilant concentrate (peracetic acid) in preparation for insertion into a steris sterilizing machine when the lid opened releasing the contents onto the victim and into the room.